Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator had internal battery and detachable battery alarms occur while the device was on ac power. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the device evaluation, it was found that the internal and detachable battery alarm occurred when both the internal and detachable batteries were charged to 99%. The device main board was replaced to address the issue.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a trilogy evo ventilator had internal battery and detachable battery alarms occur while the device was on ac power. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.